Event description:
Customer reported receiving inaccurate erratic readings. Customer tested blood glucose and received readings of 376, 150, and 76 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.

Manufacturer narrative:
Blood glucose testing at the time of the customer call yielded results of hi and 296 mg/dl. Control solution testing was not completed.